Manufacturer narrative:
Unable to duplicate the customer's stated problem. The downstream sensor was tested 3 times and all three of them were within specification. The event history log was reviewed and there were, "downstream occlusion" messages revealed. The downstream sensor will be replaced as a preventive measure.

Event description:
It was reported that the cadd- solis vip pump failed a downstream occlusion test. No serious injury was reported in connection with this incident.